Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, it is likely a cuff miss occurred due to interaction with patient anatomy. It should be noted that the prostyle instructions for use (IFU) states, for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code: 1494 - indication for use.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 9f sheath hole prior to a cardiac ablation procedure. Reportedly, when the plunger was removed, there was no suture attached. The suture of one new prostyle device was successfully pre-placed. The cardiac ablation was completed, and hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.